Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The log files have been provided for investigation. The customer states that the measurement cartridge was replaced and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens hematology analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has reviewed the data provided by the customer. The thb sensor was found to be performing as intended. The aqc performance was well within specifications. There were no significant instrument errors reported at the time of the sample in question. No anomalies were found in the coox data. In the absence of a duplicate sample on the same or a like-for-like instrument, no further root cause analysis could be performed. Lower thb values are often linked to pre-analytical sampling steps, like hemolysis and sedimentation of blood cells. Thb measurement for blood samples not measured immediately after drawing is significantly affected by inadequate mixing. The reason for the discrepant result is inconclusive.